Event description:
A physician reported pt who was treated with 2 formulations of collagen on 11/14/96 in perioral areas and glabella. In 1/97 (exact date unk), the pt developed a swollen, purplish hard area at the left nasolabial fold; there was no fluid or drainage from the area. In early 2/97, she developed red, swollen, lumpy areas at the forehead, glabella and bridge of the nose. On 4/3/97, the physician noted erythema and indurated plaques at all injection sites. The physician diagnosed a hypersensitivity and administered a intramuscular injection of kenalog. As of 4/8/97, symptoms persisted.